Manufacturer narrative:
(B)(4). Approximate age of device ¿ 7 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted on (B)(6) 2016 for hemolysis and was placed on IV anticoagulation. The patient had elevated lactate dehydrogenase (ldh) levels and dark urine. The patient also had a previously unreported admission on (B)(6) 2016 for elevated ldh levels and dark urine. The patient developed worsening unspecified heart failure symptoms and a decision was made to replace the pump. A pump exchange was performed on (B)(6) 2016 to another manufacturer's device. No further information was provided.

Manufacturer narrative:
The evaluation of the returned device confirmed the presence of thrombus. The device was returned assembled with the driveline cut approximately 11 inches from the pump housing and the distal portion of the driveline was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow conduit (graft, bend relief, and outflow elbow) was returned attached to the pump¿s outlet port. The sealed outflow graft bend relief collar was secured in place over the graft nut. Evaluation of the sealed inflow and outflow conduits revealed no evidence of adhered depositions or thrombus formations. Examination of the rotor inlet upon device disassembly revealed a thrombus formation surrounding the inlet stator¿s bearing cup. The lamination and denaturation of this formation indicate that it likely formed over an undetermined period of time while the device was supporting the patient. Although a root cause for the development of this formation could not be conclusively determined through this evaluation, it could have contributed to patient¿s hemolysis and other symptoms of heart failure. Upon removal of the observed deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The device was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The instructions for use lists device thrombosis, hemolysis, and right heart failure as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.